Manufacturer narrative:
According to the complainant the device will not be returned for investigation. No lot release records were reviewed, as the product lot number was not provided. We are unable to confirm the reported needle mechanism failure or to determine its root cause.

Event description:
A needle mechanism failure was reported by prestataire. No treatment information was reported. No impact to the patient's glucose level was reported. No further information is available.